Manufacturer narrative:
The user reported a prior hospitalization; however, no details regarding the cause, treatment, or outcome of the hospitalization were provided. Engineering log review indicated the ilet was not in use at the time of the reported hospitalization, and no device malfunction was identified. Available device data showed normal device operation after re-initiation of therapy on (B)(6) 2024. Due to the absence of clinical details and lack of device involvement at the time of the event, a causal relationship between the ilet and the reported hospitalization cannot be established. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 it was reported that on (B)(6) 2024 the user had a hospitalization for an unknown reason. No glucose-related event, treatment, or outcome details were reported. The outcome is unknown.